Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator iris potentiometer. A collimator iris error would prevent the system from emitting x-rays. No accidental radiation occurrence. System operates as intended.

Event description:
The customer reported the system displayed a "collimator iris too large" error. No patient injury was reported.